Manufacturer narrative:
The device was returned to olympus for evaluation. The report for the broken ceramic distal tip was confirmed. Visual examination under a microscope noted the broken piece of the ceramic tip matched the outline on the sheath's distal end. Test equipment devices were introduced and the sheath was able to be locked in place without disconnecting. No other abnormalities were identified during the evaluation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported ceramic insulation detaching from the distal end of the resection sheath could not be conclusively determined at this time. The most likely cause of the reported phenomenon is added stress/forces applied to the ceramic insulation at the sheath¿s distal end. The instructions manual contains warning statements in effort to prevent damage to the device. "Visually inspect the sheath¿s ceramic insulation at the distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock, or similar stress can result in damages of the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user. Do not use the instrument if damaged."

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the ceramic insulation on the outer sheath's distal end broke while inside patient. The ceramic insulation was retrieved using a pair of graspers. A different but similar device was used to complete the intended procedure. No patient injury was reported.